Event description:
It was reported that during implant the lead screw was sticking out. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis information -- 2016-07-12 15:31:58 cst pli# 10 product ID# 5076-52 the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Product analysis #701311414:helix extends and retracts smoothly with no anomalies.